Manufacturer narrative:
Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using a gore® excluder® aaa contralateral leg endoprosthesis for a right common iliac artery aneurysm of 20mm diameter. The patient tolerated the initial procedure. Reportedly, from (B)(6) 2017, the maximum diameter of a right common iliac artery aneurysm increased in size from 53mm to 59mm. It was reported that on (B)(6) 2018, a distal type I endoleak was determined and the patient underwent an additional endovascular procedure using an aortic endograft (unknown). On (B)(6) 2018 a distal type I endoleak was identified. On (B)(6) 2018 a reintervention took place whereby the right internal iliac artery was treated with an amplatzer plug, and two iliac artery extension limbs. The left common iliac artery was also extended with a limb. However there is no record of a gore device being implanted on the left side.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using a gore® excluder® aaa contralateral leg endoprosthesis for a right common iliac artery aneurysm of 20mm diameter. The patient tolerated the initial procedure. Reportedly, from (B)(6) 2015 to (B)(6) 2017, the maximum diameter of a right common iliac artery aneurysm increased in size from 53mm to 59mm. It was reported that on (B)(6) 2018, a distal type I endoleak was determined and the patient underwent an additional endovascular procedure using an aortic endograft (unknown). No further adverse events have been reported.